Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Patient additionally reported ¿extreme tiredness¿, ¿couldn't walk up the stairs anymore," and "depression"; these events are not related to the device. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture, capsular contracture, pain, visibility/palpability and anxiety-product/procedure was received on july 02, 2021 with lot number 2864470. Analysis of the returned device identified: weight to the spec and opening on posterior. A visual and microscopic analysis was performed which identified: sharp opening on posterior and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Patient reported extreme tiredness, couldn¿t walk up the stairs anymore, depression and capsular contracture grade IV. On removal of the device, it was observed the device was ruptured. The patient believes the rupture occurred before the explant. Right side.

Event description:
Healthcare provider additionally reported ¿yes I can confirm the ruptured at the right side as well as the capsulecontraction."